Event description:
It was reported that a 'bakri tamponade balloon catheter' leaked during testing. Prior to patient contact, the device was tested by inflating with 30ml of normal saline and balloon leakage was noted. The procedure was completed by using a new device. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation evaluation: description of event: it was reported that a 'bakri tamponade balloon catheter' leaked during testing. Prior to patient contact, the device was tested by inflating with 30ml of normal saline and balloon leakage was noted. The procedure was completed by using a new device. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One bakri tamponade balloon catheter was returned for evaluation. A function test was performed, and a leak was observed. Visual examination noted the leak was along the seam of the balloon. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows two other complaints associated with the production lot for leaking issues. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Reviews of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product provides the following information to the user related to the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of the event could not be determined from the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.